Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a vessel perforation occurred. The target lesion was located in the circumflex artery. A 1.50mm rotalink burr was selected for treatment. During the procedure, it was noted that the foot pedal cable was not properly connected properly and disconnected from the rotablator console. Subsequently, a small perforation was noted in the circumflex artery. The physician implanted three peripheral coils and the procedure was completed. No further patient complications were reported and the patient's condition was fine.